Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The device remained in-vivo for 19 days. The device history records for the reported device were reviewed and no deviations or anomalies were noted. The devices were used in an approved and compatible combination. A complaint history review identified no previous complaints for the part-lot combination of the reported device. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's right hip was revised 19 days post-implantation due to a periprosthetic femoral fracture. No further information was provided.